Manufacturer narrative:
Follow-up to clarify event was a result of mis-sizing.

Event description:
Confirmation that event was attributed to mis-sizing.

Manufacturer narrative:
Device not received. A change in size indicates mis-sizing but because the device cannot be evaluated the root cause can not be determined. Device not received.

Event description:
Information from backlog of international prfs we received 2nd prf a5-021 for patient with a5-023 at same position. Details are as following: first, a5-023 sn # (B)(4) was implanted on (B)(6) 2015 at aortic position. Second, a5-021 sn # (B)(4) was implanted on (B)(6) 2015 at same position.